Manufacturer narrative:
The customer¿s report of a tpa overinfusion was not confirmed. The pcu event log showed one infusion that ran at 50.5ml/hr. This infusion was programmed at 4:21 pm on (B)(6) 2015. The infusion was for a custom concentration infusion of alteplase pe/stroke (stroke 100kg or less). The infusion ran for approximately 26 minutes before alarming for air in line. The device was channeled off shortly after. The volume recorded as being infused during this period was 19.691ml. The starting volume of the fluid container cannot be determined through the event logs. The root cause of the customer¿s experience of a tpa overinfusion was not identified. The pump module or tubing set was not returned for investigation.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported an infusion of tpa intended to run over one hour that completed in 10 minutes. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.